Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the battery and delivery anomaly occurred when the customer was using the insulin pump. During troubleshooting, customer inserted a new battery and the insulin pump alarmed a failed battery test alarm. Customer stated that she was able to clear the message but the alarm persisted. Customer reported she wasn't using the insulin pump for a couple of days, she had already reverted to her back-up plan before time of call. Customer's blood glucose level was unknown. Customer was advised that the battery cap will be replaced. Customer will not be returning the device for analysis.